Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The advocate reported that the customer was in the hospital for an infection, an event unrelated to her diabetes. While in the hospital, the customer's blood glucose readings were compared and the reading on the contour next link 2.4 meter was 43 mg/dl higher compared to the hospital's meter. The customer was given higher dose of insulin due to the higher reading obtained on the contour next link 2.4 meter. No specific readings or further event details were provided. There was no allegation of an adverse event. The test strips are not expected to be returned, since the advocate disconnected the call and could not be reached during the follow-up attempts. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer did not return the suspected product. An in-house testing was performed using the in-house contour next link 2.4 meter and contour next test strips from lot # 8lped12b, which gave satisfactory performance. Additionally, a device history record was reviewed for the contour next link 2.4 meter (serial # (B)(4)) and no manufacturing anomalies were found.